Event description:
On 12/11/2023, it was reported by an arthrex subsidiary employee that an ar-1927bcf-45 corkscrew ft anchor broke during insertion. The case was completed using another ar-1927pcf-45 corkscrew. This was discovered during an rcr procedure on (B)(6) 2023. All the broken fragments were removed, and the case was delayed ten minutes; however, no additional anesthesia was needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions, h10 and g1. Complaint is confirmed. Visual inspection identified that the implant 4.5mm bio-corkscrew of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire® had broken. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to excessive force being used or prying/leveraging the screw during insertion.